Manufacturer narrative:
The device and lead were successfully replaced and the device will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had normal telemetry and a review of the memory found no hardware resets. In addition, a review of the last year's daily measurements revealed a normal pacing impedance range between 470 to 620 ohms. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and without issue. Microscopic analysis of the seal plugs found a hole in the rv seal plug. All other seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of intermittent loss of capture.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead underwent a revision procedure due to intermittent ventricular capture that resulted in asystole for more than two seconds. The device had been reprogrammed to with higher outputs and an increase in sensitivity but the intermittent capture was still present. The physician decided to explant the device and cap and abandon the rv lead. No other adverse patient effects were reported in association with this surgical procedure.

Event description:
The device was returned.